Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of damaged battery. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement. There was no report of patient/user injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.